Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was undetermined. The sample was not returned. The lot number is unknown; therefore a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number.

Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.